Event description:
A patient reports that after undergoing cataract surgery with bilateral implantation of the crystalens, she is having edge glare ou and severe eye pain od. The edge glare is still occurring 2-3 months postoperatively. No add'l info was provided and the company was unable to obtain contact info for the patient or the physician. This report is being filed based on lack of information regarding cause of the event.